Event description:
It was reported that a balloon rupture and shaft break occurred, and the patient was subsequently sent for surgery. The target lesion was located in the severely calcified right coronary artery. A 3.50 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, during deployment, the balloon ruptured, and the shaft became separated from the balloon during removal, approximately 30 cm from the tip. The patient then underwent cardiac surgery to retrieve the detached portion of the device. No further complications were reported. It was further reported that the device was not successfully placed in the body due to this issue. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. The patient's condition was good post-procedure.

Event description:
It was reported that a balloon rupture and shaft break occurred, and the patient was subsequently sent for surgery. The target lesion was located in the severely calcified right coronary artery. A 3.50 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, during deployment, the balloon ruptured, and the shaft became separated from the balloon during removal, approximately 30 cm from the tip. The patient then underwent cardiac surgery to retrieve the detached portion of the device. No further complications were reported.

Event description:
It was reported that a balloon rupture and shaft break occurred, and the patient was subsequently sent for surgery. The target lesion was located in the severely calcified right coronary artery. A 3.50 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, during deployment, the balloon ruptured, and the shaft became separated from the balloon during removal, approximately 30 cm from the tip. The patient then underwent cardiac surgery to retrieve the detached portion of the device. No further complications were reported. It was further reported that the device was not placed in the body, and the issue occurred before the device was advanced. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. The patient's condition was good post-procedure.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 3.50 x 38mm stent delivery system was returned for analysis. Visual, tactile and microscopic analysis were performed on the device. No issues identified with the hypotube shaft. A break was noted at the wire exchange port with the distal section not returned. No other device issues were identified during returned product analysis.